Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lasik touchup. The lens remains implanted. The serial number was not provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: health impact code: 4625 - additional surgery: lasik touch up. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4)